Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had discoloration under screen on one side of the screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had random no delivery alarms, low battery very fast, had to change batteries every week and insulin pump was alarming low and sugars are going up. The insulin pump will not be returned for analysis.